Manufacturer narrative:
(B)(4). Analysis of programmer model 37743 (lot # nke148362n) showed that there was a cracked solder joint on the antenna jack. All of the pins of the antenna jack were resoldered. The bottom case assembly was damaged and was replaced. The faceplate was scratched and was replaced.

Event description:
It was initially reported that the pt programmer had telemetry issues. Additional info received then indicated that the neurostimulator was explanted and replaced with another manufacturer's device due to unspecified therapy-related issues. No injuries were reported and the pt recovered without sequelae.